Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of erosion is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "removed a tissue expander that had rotated. And one tab eroded through the skin".

Event description:
Healthcare professional reported, "removed a tissue expander that had rotated. And one tab eroded through the skin". This record is for unknown side. Device has been explanted.